Event description:
Customer reported device produced high results about one year ago but did not provide values. Customer called the doctor and took 3 units of insulin followed by 2 more units. Customer called 911. Emergency medical technician gave customer an IV and treated at the hospital but type was not provided. No controls used. A request was made for return product and replacement product was sent.